Event description:
It was reported that during a total knee replacement procedure, the blade broke while making a bone cut through a cutting jig. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.